Manufacturer narrative:
The device was evaluated by a philips field service technician (fse) and it was confirmed the reported problem. The fse found that the ECG trunk cable, ECG lead cable, and therapy capacitor all needed replacement. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the heartstart mrx device indicating that the device failed testing.